Event description:
"A general use chair not for a specific customer. The chair brakes keep going over the screw. The right wheel as you are seating in the chair has loose bearings and leaks graphite, the stroller handles adhesive came off. Dealer will call back to do the warranty exchange."

Manufacturer narrative:
No RMA has been initiated for this event. Model solara 3g, serial number/date (B)(4) is approximately 3 months of age. The owner's manual part number 1154295 (rev c dec 2010), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.